Event description:
It was reported 99 patients underwent a primary or secondary cesarean (c-section) surgery in which seprafilm was used. The seprafilm was placed over the incisional site and the midline anterior surface of the uterus. It was further reported that 17 primary c-section patients experienced postoperative fevers and four secondary c-section patients experienced postoperative fevers. It was not reported if the patients were hospitalized for the events. Treatment was not reported. The patient outcomes were not reported. No additional information is available.

Manufacturer narrative:
Age at time of event (years): 31.54 +/- 3.61 primary c-section patients. Age at time of event (years): 34.12 +/- 3.33 secondary c-section patients. Literature article: lee, ks., wang, yl., huang, wc., yang, jh., and huang, jp. ¿limited efficacy with additional adverse effect on anti-adhesion barrier and primary caesarean section¿. J formos med assoc. 2022 jan;121(1 pt 1):227-236. Doi: 10.1016/j.jfma.2021.03.012. Epub 2021 apr 7. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.